Event description:
As reported, approximately 9 ½ years post the initial tha, a 70 y/o male patient was revised. The surgeon opened the joint in standard fashion and dislocated the hip. He removed old head and liner. He then implanted a new head and liner in the same sizes. Reportedly, this was more of a "tire change." The surgeon then relocated the hip and closed the wound. Patient was last known to be in stable condition following the event. Devices were disposed of by the hospital. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision cannot be conclusively determined since the devices were not returned. The most likely cause is expected wear.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that as reported, approximately 9 ½ years post the initial tha, a 70 y/o male patient was revised. The surgeon opened the joint in standard fashion and dislocated the hip. He removed old head and liner. He then implanted a new head and liner in the same sizes. Reportedly, this was more of a "tire change." The surgeon then relocated the hip and closed the wound. Patient was last known to be in stable condition following the event. Devices were disposed of by the hospital. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision cannot be conclusively determined since the devices were not returned. The most likely cause is expected wear. (D11) concomitant device(s): cocr femoral head, 36mm +0 (cn: 142-36-00, sn:(B)(6).

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): cocr femoral head, 36mm +0 (cn: 142-36-00, sn:(B)(4)).

Event description:
Original total right hip arthroplasty was performed on this male patient on (B)(6) 2010. The surgeon opened the joint in standard fashion and dislocated the hip. The surgeon removed old head and liner. The surgeon then implanted a new head and liner in the same sizes. This was more of a "tire change." The surgeon then relocated the hip and closed the wound.